Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the tubing was damaged under high pressure. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after completed penetration under high pressure, during the high-pressure injection of the contrast agent, the rate is 4. It's noticed that ext. Tubing damaged under high pressure. Nurse removed the closed IV protein catheter system.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the tubing was damaged under high pressure. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: after completed penetration under high pressure, during the high-pressure injection of the contrast agent, the rate is 4. It's noticed that ext. Tubing damaged under high pressure. Nurse removed the closed IV protein catheter system.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8323620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.